Event description:
The surgeon implanted an aa4203tl tonic silicone plate lens but it broke into two pieces as it was being inserted. The incision was enlarged to remove the lens and sutures were not required. The facility stated it was unknown as to why the lens broke. An msi-pr injector and an mtc60c cartridge were uesd but the facility was unable to provide the lot number.